Event description:
It was reported that during a cryo ablation procedure, the tip of the sheath could not be bent when turning the knob. The sheath was used to complete the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012349359 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The inspection identified multiple shaft kinks/twists up to 2.5 inches from the tip. During functional testing of the steering mechanism and deflection, the shaft was bent out of alignment, making it difficult to respond to the steering knob. Insertion of the dilator into the sheath was performed; it was not possible to lock the dilator luer to the sheath. Microscopic inspection identified dilator luer damage. In conclusion, the sheath failed the returned product inspection due to a kink/twist observed on the shaft and dilator luer damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.